Event description:
The complainant is the daughter of a diabetic. She states that her mother's blood glucose readings have been lower when complained to a competitive method. For example, the meter with memory was giving readings in the mid 30's to 40 mg/dl, while her physician's meter was giving results of 300 and 256 mg/dl. The time differences between readings is unk. Check paddle results were satisfactory. The customer did not have the normal control testing. Additional reagent strips and the normal control solution was sent to the customer. Control testing was satisfactory. A request was made to return the original reagent strips for evaluation.